Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image histo setting had been changed making the image appear with poor contrast. The settings were reset. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a procedure the system 9800 displayed a washed out poor quality image. There was no adverse pt involvement reported. There was no pt info reported.